Event description:
The event involved a customer allegation of a plum set with a connector that broke off 15 minutes after the start of infusion of mitoxantrone on (B)(6) 2018. There was no adverse event and it was unknown if there was a delay in critical therapy. There was no spillage or drug exposure to the patient or staff. The reported leak was not confirmed by investigation. The product sample was not returned for investigation. A picture was provided by the customer which provides possible evidence of the experienced leak in the form of water droplets on the line, however, the source/origin of the leak could not be confirmed by the provided picture. Therefore, the complaint could not be confirmed. A batch record review could not be performed as no lot number was provided.